Manufacturer narrative:
The insulin pump passed displacement test, rewind test and basic occlusion test. Failure analysis was unable to prime during prime test due to faulty force sensor resistor and broken battery tube threads noted. Minor scratches on lcd window, cracked case at display window corners, half-broken off reservoir tube lip, cracked on reservoir tube window, cracked reservoir tube and broken belt clip slot were also found during failure analysis.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated pieces were falling off from the battery compartment. Customer's blood glucose was 318 mg/dl at the time of incident. Customer reported their blood glucose was high because they forgot to resume the insulin pump after showering. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.